Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer reported problem of ¿damaged battery compartment¿ was confirmed through visual inspection. The cause was accidental wear and tear. Further investigation found the downstream occlusion (dso) seal, and upstream occlusion (uso) seal were delaminating. Replaced the dso seal and uso seal. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿damaged battery compartment.¿; during device evaluation it was found the downstream occlusion (dso) seal and upstream occlusion (uso) seal were delaminating. There was no patient involvement.